Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had intermittent buttons response due to flattened (creased) act buttons dome switch. No unlocked lcd keypad connector noted. Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor position encoder error alarm, motion sensor test failure alarms due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was 190 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump was not working, locked up or not responding and had motor position encoder error. Customer states the insulin actually spilled or leaked in the reservoir compartment. Customer reports the drive support cap appears normal and insulin pump was no exposure to magnetic field. Customer states they tried to rewinding insulin pump during troubleshooting and gave motion sensor test failure alarm. Customer reports they were unable to clear the alarm. Customer states there was no response from any button. Customer reports the time clock advances. Customer response during troubleshooting for motion sensor test failure insulin pump had frozen display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.